Event description:
Patient presented to the physician with drainage and a superficial skin infection at both incision sites. On examination, superficial dehiscence of the chest incision was also noted. Physician prescribed antibiotics.